Event description:
On (B)(6) 2022, I received lasik eye surgery from dr. (B)(6) at (B)(6) specialists in (B)(6). Dr. (B)(6) used the visx s4 to perform the lasik eye surgery. Since the procedure, I've experience horrible starbursts, halos and glare. I was told that these issues would resolve within a year. However, these complications did not resolve. I sought a second opinion from dr. (B)(6) at (B)(6) university in (B)(6). He took cornea measurements and found that I had higher order aberrations as a result of the lasik. I'm forced to have topography-guided prk in order to attempt to fix these complications, as I can no longer drive my car at night due to diminished vision quality.